Event description:
It was reported that the output connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. However it was noted that the encoder nuts were not torqued to specification and three case screws were contaminated. (B)(4)